Event description:
A vaxcel port was placed for the infusion of therapeutic medication in the fall of 2003. In feb of 2004, pt started to experience fluttering of the heart and lightheadedness. When the pt came in that same month for a port study, it was discovered with fluoroscopy that the catheter had separated form the port and had migrated to the pt's left ventricle. The fragment was later removed and the port was explanted about six weeks later. A new port was implanted a week afterwards.